Event description:
It was reported that insulation abrasion was found on the lead. Sense/pace portion of the lead was capped; defib remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.